Manufacturer narrative:
The field service engineer determined there was a failure of the ise electrodes. The ise flow path was cleaned, the sipper nozzle was replaced, the cell rinse mechanism was tightened, squeegees were aligned, and system reagents were replaced. The customer ran calibration and controls; results were within laboratory guidelines. Precision studies were performed and recovered within guidelines. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter stated that they received questionable results for one patient sample tested for multiple assays on the cobas 6000 c (501) module. Of the mentioned assays, the sample had discrepant results for ise indirect na, k, ci for gen.2. No incorrect results were reported outside of the laboratory. The samples were repeated on a second c501 analyzer and the repeat results were believed to be correct. This medwatch will apply to the na electrode. Please refer to the medwatch with patient identifier (B)(6) for information related to the k electrode and refer to the medwatch with patient identifier (B)(6) for information related to the cl electrode. The sample initially resulted with an na value of 91 mmol/l, which repeated as 138 mmol/l. The sample initially resulted with a k value of 2.6 mmol/l, which repeated as 4.0 mmol/l. The sample initially resulted with a cl value of 68 mmol/l, which repeated as 108 mmol/l. No adverse events were alleged to have occurred with the patient. The c501 analyzer serial number is (B)(4).